Manufacturer narrative:
The company cartridge was not returned for evaluation. Only the related non-qualified company iol was returned. Viscoelastic was dried on the lens. One haptic tip was broken. The optic was scratched. A company handpiece was indicated with non-company viscoelastic. The reported company cartridge damage could not be verified, only the lens was returned. One haptic tip was observed to be broken. The root cause for the reported damage may be related to a failure to follow the IFU (instructions for use). The company lens model is not qualified for use in the company cartridge. Per the IFU: the company delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care profession reported that, during intraocular lens (iol) implant procedure, while delivery of iol, the cartridge split into two which resulted in a damaged iol with a broken haptic. No patient harm reported. Surgery was completed by using another product.